Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shut off spontaneously. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A review of the event history log identified shutting off spontaneously was not confirmed. There were "improper shutdown!" Entries in the history log; however, it cannot be determined whether these entries are user induced or due to device malfunction. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.